Event description:
The customer called and reported receiving a compromised force sensor system alarm while trying to fill tubing. Customer's blood glucose was not known. The customer was at the beach at the time of the alarm and did not know of the insulin pump having been bumped or dropped. The drive support cap was reportedly flush. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test, due to moisture damage inside force sensor resistor. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.